Manufacturer narrative:
The device was not returned for evaluation. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. In this case, there was no reported device malfunction associated with the emboshield nav6. The reported patient effect of stroke is listed in the emboshield nav6 instructions for use (IFU), as a known potential adverse event associated with carotid stents and embolic protection systems. Based on the case information, a conclusive cause for the reported patient effect(s) of stroke and serious injury/ illness/ impairment, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3, b6: dates estimated. D4: a partial UDI was provided as the lot number is not known. Attachment: article titled, ¿dual- vs single-layer stents for endovascular treatment of symptomatic and asymptomatic internal carotid artery stenosis¿.

Event description:
It was reported in an article that between january 2015 and december 2019, 301 patients who were symptomatic and asymptomatic were treated with carotid artery stenting (cas) for internal carotid artery (ica) stenosis, with either a dual-layer stent (dls) or a single-layer stent (sls). An emboshield nav6 embolic protection system (eps) was used in some of the procedures. There were no issues with the use of the eps device reported during the procedures. However, with-in 48 hours post procedure a patient experience early intrastent thrombosis and had a stroke. Details are listed in the article titled, "dual- vs single-layer stents for endovascular treatment of symptomatic and asymptomatic internal carotid artery stenosis" no additional information was provided.